Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Functionally, since a sulu was not received a representative sulu was used for functional testing. The sulu was loaded into the clinical instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button is depressed. The instrument and sulu were fired over test media with acceptable staple formation. No functional abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cystectomy, the stapler with reload partially fired while being used in creation of neobladder. The reload was switched prior to placement and firing. The surgeon attempted to fire and stated it did not feel right. When they observed the staple line, it was noted that the staples were partially formed. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.